Event description:
While inserting the coil (cpl100153-30/ g14453) into the microcatheter(excelsior/boston scientific); physician found a crack in the introducer sheath. When he tried to push the coil forward; he felt a severe resistance at the point where the crack was found; and he could not advance the coil anymore. Therefore he replaced it with a new one (cpl100153-30/ g14453) . However; when he inserted it into the microcatheter; he again experienced a severe resistance so he decided to remove the coil from the microcatheter. Instead; another coil (competitor¿s product) was used with the same microcatheter; and the procedure was completed with no further difficulties. No patient injury was reported. Both coils will be returned for evaluation. On (B)(4) 2011, failure analysis that one of the returned coils (labeled coil a) was buckled/kinked, unraveled, and separated into two pieces. The other coil (labeled coil b) buckled/kinked and stretched. They will be reported on separate reports with their findings.

Manufacturer narrative:
The excelsior microcatheter(catalog identification unknown) was not returned. Since both returned coils were from the same lot this coil will be labeled coil "a" for identification purposes. Located off the proximal end between 117.5 cm and 118.5 cm is a double connected kink on the core wire. Located on both sides of the two kinks is the two pieces of the severed resheathing tool. The fracture is ductile in nature. This damage pattern exhibits excessive force. No material defects were found on the severed ends. Locate adjacent, but proximal to the distal tip of the skive, the coil protrudes outside the sheath. No mechanical sheath damage was found. At the protrusion point, the coil is buckled and compressed inside the sheath. The coil unraveled out of the soldered section and was then severed into two pieces. Located proximally 4 mm off the distal tip is a kink in the dpu. Except as noted, the remainder of the coil is undamaged. Note: it is important to note that the next coil advanced inside the microcatheter also encountered severe resistance. The coil was returned severely damaged. The evidence strongly suggests that interference inside the microcatheter caused the core wire to kink and the coil to buckle up and protrude outside the introducer sheath. The kinking of the core wire caused by interference inside the microcatheter most likely caused the resheathing tool to fracture and severe into two separate pieces. The fracture is ductile in nature which required excessive force. The source of this interference inside the microcatheter cannot be determined if it was of a fixed or detached nature. In addition; without the return or identification of the microcatheter used in the procedure; it cannot be determined if this component contributed to the complaint event. Although a definitive conclusion cannot be made, based on the analysis, it appears that interference inside the microcatheter may have been the initial cause of the damages observed. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This is report 1 of 2 related to (B)(4). This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.